Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and the carto 3 system prompted re-zeroing of the replacement catheter multiple times. The caller stated that after several attempts the catheter maintained an accurate force and the procedure continued. At the end of the procedure the physician discovered char on the tip of the catheter when it was removed from the body. There were no spikes in force or impedance during the procedure. There was over 60 minutes of rf (radiofrequency). No error messages preceded the char. The generator parameters were qmode with 50 degrees and 50 watts. The temperature was not documented but was within the proper limits. The amount of char was considered excessive per the physician's opinion. The patient was stable on transfer. No patient consequences were reported.

Manufacturer narrative:
On 24-jun-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and the carto 3 system prompted re-zeroing of the replacement catheter multiple times. The caller stated that after several attempts the catheter maintained an accurate force and the procedure continued. At the end of the procedure the physician discovered char on the tip of the catheter when it was removed from the body. There were no spikes in force or impedance during the procedure. There was over 60 minutes of rf (radiofrequency). No error messages preceded the char. The generator parameters were qmode with 50 degrees and 50 watts. The temperature was not documented but was within the proper limits. The amount of char was considered excessive per the physician's opinion. The patient was stable on transfer. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, temperature and impedance, and irrigation tests of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned device revealed that no damage or anomalies were observed on the device. Temperature and impedance test was performed, and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. The device was connected to the carto 3 system, and it was recognized; however, negative force vector appeared in the system with high force readings. In addition, the device was dissected at the peek housing section and insufficient adhesive was observed on the wires; this could be related to the force issue; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device 31395551l number, and no internal actions related to the reported complaint condition were identified. The force issue reported by the customer was confirmed; however, the char and thrombus issues could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: when rf (radiofrequency) energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. The force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. Internal actions are being implemented to address manufacturing opportunities related to the force sensor issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).